Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2017. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: cancer: there have been several studies published that examined the risk of other types of cancers, e.g., thyroid cancers, urinary system cancers, sarcoma, endocrine cancer, connective tissue cancer, cancer of the eye, and unspecified cancers in women with breast implants. All of those studies found no increased risk in women with breast implants.

Event description:
Patient reported being diagnosed with "pancreatic cancer." Healthcare professional reported the patient's "death." This record is for the right side. Device remains implanted.